Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 500 mg/dl and 400 mg/dl. Insulin pump had motor error and no delivery alarm. Drive support cap was damaged. Customer was using insulin pump within 48 hours of insulin pump. Customer declined troubleshooting for high blood glucose level. Device will be returned fro analysis.